Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown, implanted: 2010 (B)(6); product type catheter. (B)(4).

Event description:
The patient reported that in 2011, the pump-o-gram showed that the pump was clogged. The patient went into surgery and the issue was fixed. The pump was used to deliver dilaudid. No patient symptoms, or outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.